Event description:
A user facility reported that an electromechanical ambulatory infusion pump underdelivered a patient's chemotherapy treatment. The patient returned to the clinic after a 24-hour treatment and only half the volume was infused. There was no injury associated with the event.